Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) with an unknown dose. The reason for use was not reported. It was reported that the patient had a lump of fluid in his back. Diagnostics/troubleshooting included the physician went in last friday ((B)(6) 2019) and over x-ray they just looked to see if anything looked off. They didn¿t find anything. They drained the fluid, and it came back today ((B)(6) 2019). There were no environmental/external/patient factors that may have led or contributed to the issue. There were no falls that the family is aware of. Interventions/actions that were taken to resolve the issue included replacing the entire catheter. They are going in to replace catheter because they can¿t find the source of the leak. They can and will prime the new catheter. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-feb-13. It was reported that the device (the catheter) was not returned. The doctor ¿checked the catheter and couldn't a leak anywhere.¿ she didn't believe there was a problem with it, so she discarded it. Nothing was left in the patient. That catheter was discarded and a brand new one took its place. This was confirmed by the account. There were no further complications reported/anticipated.